Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion buildup was noted throughout the internal components of the device and it was identified as the probable cause of the device overheating. Corrosion can cause the restriction of movement between the moving due to increased friction which can result in heat production.